Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set disconnected from an intravenous (IV) connector. The event was further described as the intravenous tubing became "undone" once connected to the patient's IV end connector. The end connector was changed and the set was reconnected successfully. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.